Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reports pump button problem. Started with display problem and customer changed battery. As a result of this an error message occured with e-8. Customer wanted to confirm the snooze option but without success. Confirm button suddenly does not work. No adverse event alleged. A request was made for the return of the device.